Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. Receiver charge and boot tests were performed and passed. Functional tests were performed and the vibrator test passed. An alarm/alert manual test was performed and failed. An internal visual inspection was performed and failed due to foreign object damage to speaker. The speaker and vibrator resistances were measured and passed. The performance data was evaluated. The probable cause was foreign object damage. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.